Manufacturer narrative:
The reported complaint that "the prime switch of the thermogard xp ivtm system (sn (B)(4) was hard to press, and the pump rotor would rotate slowly and would stop before the completion of priming" was not confirmed during testing, performed at zoll. The prime switch functioned as intended and was not unusually difficult to press and hold down. The pump rotor rotated as intended during holding down the prime switch. The pump rotation speed was measured and verified to be operating within specification. The potential root cause of the reported prime switch issue could be attributed to unintended user error. The reported complaint that "the thermogard console displayed a tcmid:06 (ce post failure) error message" was confirmed in the system's event log data but it was not confirmed during functional testing. The reported tcmid:06 error was not replicated, and the thermogard system functioned as intended during testing at zoll. The root cause of the tcmid:06 could not be determined. During visual inspection, the assembly coldwell cap was missing, unrelated to the reported complaint. The root cause is attributed to user mishandling. The coldwell cap was replaced to address the issue. The system's event log data showed only one tcmid:06 (ce post failure) error message around the customer's reported event date, confirming the reported complaint. The thermogard xp ivtm system passed the initial functional testing with no issues or faults. To troubleshoot for the possible root cause of the reported error message, the zoll service personnel performed an open-system-case inspection and checked the console's two rear brackets as well as the connections between the pic-16 and I/o circuit board wire harnesses. However, no issue was found, the reported tcmid:06 error could not be replicated, and the root cause for its one-time occurrence could not be determined. Following service, including upgrading the system labels, the thermogard xp ivtm system passed the functional testing as well as multiple overnight burn-in tests without any fault or error.

Event description:
During setup for ivtm therapy, the customer reported that the prime switch of the thermogard xp ivtm system (sn (B)(4) was hard to press, and the pump rotor would rotate slowly and would stop before the completion of priming. Nevertheless, the customer primed the thermogard system to start and complete the treatment. No consequences or impacts on the patient. Later, the biomedical engineer (biomed) attempted to inspect the console to check the functionality of the prime switch. Upon powering up the thermogard system, the console displayed a tcmid:06 (ce post failure) error message. Biomed inspected the fan filter, but it looked clear.